Event description:
This report is being filed after the subsequent review of the following journal article, siebenlist, s. Et al (2010, august). Comminuted fractures of the proximal ulna¿preliminary results with an anatomically preshaped locking compression plate (lcp) system. Injury, int. J. Care injured, 41, 1306¿1311. The authors conducted a retrospective data analysis of preliminary results and patient outcomes following treatment of comminuted fractures of the proximal ulna with an anatomically preshaped synthes device, 3.5 millimeter (mm) locking compression plate (lcp) olecranon plate. Between 2007 and 2009, 15 patients (six men and nine women) with an average age of 55 years (range, 28-83 years) with comminuted fractures of the proximal ulna were managed with the lcp. The patients were invited for clinical examination at a mean duration of 16 months (range, 8-29 months), retrospectively. Validated patient-oriented assessment scores involving the elbow, arm, shoulder and hand, postoperative range of motion, muscle-strength testing and patient satisfaction were evaluated. All patients had follow-up radiographs. Fourteen patients were available for evaluation. The authors reported: a 40 year old male with range of motion deficit with a flexion contracture of 35 degrees who underwent hardware removal, fracture healed; a 36 year old male with hardware prominence and pain who underwent hardware removal, fracture healed; and a 71 year old female who experienced non-union without mechanical failure or loss of reduction who underwent hardware removal and revision, subsequent union was achieved. The authors concluded the anatomically preshaped lcp olecranon plating is an effective fixation method for comminuted fractures of the proximal ulna. This is a serious injury report regarding a (B)(6) female who experienced non-union without mechanical failure or loss of reduction who underwent hardware removal and revision, subsequent union was achieved. This report is for an unknown 3.5 mm lcp olecranon plate system. This is report 3 of 3 for complaint com-(B)(4). A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 3.5 mm lcp olecranon plate system. Plate, fixation, bone; hrs. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.